Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that he went to healthcare provider office and the nurse adjusted his stimulator and he noticed he had incontinent two days ago. A sudden change in symptom was noted. Two weeks later, patient further reported that he met with a company representative and his unit was adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.